Event description:
It was reported that bd maxplus needleless connector damaged product the following information was received by the initial reporter with the following verbatim: the patient suffered from right lung adenocarcinoma for more than 22 months. After being admitted to the hospital, he was treated with anti-tumor drugs and used an infusion port. When the infusion was completed and the tube was sealed, it was found that the valve core of the needleless connector used did not rebound. He immediately replaced it with a new needleless connector and completed the operation.

Manufacturer narrative:
No samples were received for investigation of (B)(4) , in which the customer has stated: ¿when the infusion was completed and the tube was sealed, it was found that the valve core of the needleless connector used did not rebound ¿. The product in use at the time is reported to be a mp1000 china from lot 23095732. Further correspondence from the customer confirmed that they used the maxplus connector with a bd prefilled catheter flusher, where the piston did not spring back. The customer also confirmed that there were no damages on the affected product and no leakage was observed during use of the reported product. Additionally, the customer confirmed that the reported product was not accessed with a needle. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23095732 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.